Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an episode and did not feel their implantable pulse generator (ipg) pace in response. The ipg remains in use. No patient complications have been reported as a result of this event.